Event description:
It was reported that the patient experienced difficulty with urination and bowel movements when stimulation was turned on. The patient had to start flomax and underwent a lead explant procedure. The explanted lead will not be returned.